Event description:
It was reported the device was used during an unknown procedure. It was reported the staples would not close. No further info is available. Another device was used to complete the case. There was no consequence to pt.